Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was received for analysis. Full breach insulation degradation exposing the outer coil was noted at 4.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.